Event description:
It was reported that the arctic sun device was getting an alarm 14 (patient temperature 1 probe out of range) when started therapy to cool the patient. The patient was not reading on arctic sun device. The target temperature was 36c and the temperature cable in temperature port 1. Patient temperature on hospital monitor was 37c. The user had checked the temperature probe to make sure it was working by the hospital monitor. All settings on arctic sun device was set to their protocol according to nurse. Their other machine was in use. The user reached out to biomed and was told no other cable. Suggested possibly taking the cable off with the other machine just to see if that was the issue. In the mean time, they just wondering if the local representative was nearby and had a spare cable. Per follow up via nurse on (B)(6) 2021, it was reported that therapy was completed on 2nd device the next day and not sure what happened to the cable or the device it was connected to.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a defective temperature out cable. However, this cannot be confirmed. The target temperature was 36c and the temperature cable in temperature port 1. Patient temperature on hospital monitor is 37c. The user had checked the temperature probe to make sure it was working by the hospital monitor. All settings on arctic sun device was set to their protocol according to nurse. Their other machine was in use. The user reached out to biomed and was told no other cable. Suggested possibly taking the cable off with the other machine just to see if that was the issue. In the mean time, they just wondering if the local representative was nearby and had a spare cable. Per follow up, therapy was completed on 2nd device the next day and not sure what happened to the cable or the device it was connected to. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic sun temperature cable ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alarm 14 (patient temperature 1 probe out of range) when started therapy to cool the patient. The patient was not reading on arctic sun device. The target temperature was 36c and the temperature cable in temperature port 1. Patient temperature on hospital monitor was 37c. The user had checked the temperature probe to make sure it was working by the hospital monitor. All settings on arctic sun device was set to their protocol according to nurse. Their other machine was in use. The user reached out to biomed and was told no other cable. Suggested possibly taking the cable off with the other machine just to see if that was the issue. In the mean time, they just wondering if the local representative was nearby and had a spare cable. Per follow up via nurse on 28jan2021, it was reported that therapy was completed on 2nd device the next day and not sure what happened to the cable or the device it was connected to.